Manufacturer narrative:
The check of the DHR of the devices explanted (humeral stem, reverse body, reverse liner, glenosphere and metal back glenoid) confirmed that all of them were regularly sterilized before being placed on the market. A total of (B)(4) humeral body, (B)(4) humeral stems, (B)(4) glenospheres, (B)(4) liners and (B)(4) metal back glenoids were manufactured with the lot number and sterilization number involved; we received no other complaints on all these lot number and sterilization number. From the information received, the patient had no previous cases of infection. Explants and x-rays of primary and revision surgery are not available for evaluation. Date of onset of the low-grade infection remains unknown. Devices were well fixed one each other at the time of revision. With the available information, a deeper investigation is not possible. Based on the above, we believe that the prosthesis itself did not cause the low-grade infection, which led to revision surgery almost 6 years after the original one. The literature (p.y. Levy et al., "propionibacterium acnes postoperative shoulder arthritis: an emerging clinical entity") reports that this bacterium: "is usually found in skin sites..including the face, the chest and the thorax"; "requires a prolonged incubation period and should not be considered to be a contaminant." In addition, "the proportion of patients with shoulder infection who had infection due to p. Acnes was significantly greater than the proportion of patients with lower limb infection who had infection due to p. Acnes". We are aware of 9 cases of infections involving a smr reverse prosthesis, on a total of about (B)(4) implants of smr reverse worldwide since 2002 (B)(4). In all these cases, the devices were regularly sterilized before use. No corrective actions for this case. Limacorporate will keep the market monitored.

Event description:
Smr reverse shoulder prosthesis was implanted on (B)(6) 2009. The patient had a history of pain post-op. Revision surgery was performed on the (B)(6) 2015 due to low grade infection. Testing showed p. Acnes infection. During revision, removal of all devices; implants were well fixed one each other. Event occurred in (B)(6).